Event description:
The dr reported that he could not see the distal platinum marker under fluoroscopy. He did not confirm that the tip was lost in the pt or on the bench. He exchanged it for a second catheter (m97012) which after positioning and infusing an embolic agent he found that he could not see the marker on this catheter either. He assumed that the infusion caused the tip to detach and found it in a branch of the vessel that he was trying to embolize. He left it in place and continued the embolization, and the platinum marker was no longer visible, the dr felt it might be inside the embolic agent that has been infused. No indication of adverse effect caused by the incident had been observed in the pt's condition as of 1/30.